Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The complementary metal oxide semiconductor batteries were replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, it stopped on a medtronic splash screen with a message saying "checksum error, press to run setup or to". This reoccurs after rebooting the system. When pressing f2, system boots as expected. The manufacturing representative (rep) reseated the solid state drive (ssd), but that did not resolve the issue. The probable cause was the complementary metal oxide semiconductor (cmos)  battery. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9736002 (lot: -);  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.